Manufacturer narrative:
The analysis results found that the device was received with the blade broken. The identified blade damage may have occurred from external contact during activation. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert warns: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during a live donor nephrectomy, the device had an error. The second device failed when the blade broke off into the patient. The piece was recovered from the patient. A third device was used to complete the case. There was no patient consequence.